Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d4 (UDI), e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the colon examination procedure, the images of the video system center sometimes became dark after about 30 minutes of use. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.